Event description:
It was reported that patient had vns replaced. The leads were replaced due to a lead fracture. It is unknown why the generator was replaced. Attempts for further information are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.